Event description:
It was reported that during a drug eluting stenting procedure in an unspecified artery, a balloon rupture occurred. The physician advanced the 1.5x15mm maverick2 balloon catheter to the lesion to predilate, but when the balloon was inflated, it ruptured. The number of inflations and at what atms is unk. There were no pt complications. The procedure was successfully completed with a 1.25mm rotablator atherectomy device and the deployment of a 3.5mm drug eluting stent. Pt's status is reported as "ok." Additional info was requested, but not obtained.

Manufacturer narrative:
Device eval: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).